Event description:
Reportable based on the device analysis completed on (B)(4) 2015. It was reported that a lost image occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used however lost image occurred during pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: evaluation of the returned device revealed kinks in the sheath assembly. An open hole was observed at the sheath near the lap joint section of the device and fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. No image appeared in the system due to electrical open at proximal. No imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).